Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Fluid could not flow through the complete fluid path during testing, due to a blockage in the formed needle. However, the download data does not show any pulse width increases or signs of struggle that would indicate an occlusion during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values reached 500 mg/dl. The patient gave a correction bolus for treatment and changing out the pod. The site appeared to be a little bit swollen with redness at the insertion site when the pod was removed. The pod was worn between 4 and 24 hours on the abdomen.